Manufacturer narrative:
Device remains implanted inside the patient.

Event description:
It was reported that the aneurysm procedure was performed in the c6 segment of the right internal carotid artery ( ica ) ophthalmic. The procedure was completed successfully by completely covering the neck of the aneurysm with the subject flow diverting stent. Post procedure patient had transient scintillating scotoma in the right eye. As per the site it was possibly related to the procedure, subject device, dapt and underlying condition. As per the additional information received it was a non - serious adverse event and has been resolved.

Event description:
It was reported that the aneurysm procedure was performed in the c6 segment of the right internal carotid artery ( ica ) ophthalmic. The procedure was completed successfully by completely covering the neck of the aneurysm with the subject flow diverting stent. Post procedure patient had transient scintillating scotoma in the right eye. As per the site it was possibly related to the procedure, subject device, dapt and underlying condition. As per the additional information received it was a non - serious adverse event and has been resolved.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added d4 lot no. - corrected due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided in the complaint, the patient was under medications, aspirin 75 mg/d since procedure per edc and continued on dapt (aspirin 75mg/d, ticagrelor 90mg twice a day). The date of the adverse event unknown day & month in 2022. Total procedure duration 88 mins. The patient¿s current condition is not serious adverse event, mrs 1 on 25feb2022. Resolved per site. In the physician¿s opinion, the reason for the event is other cause. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment direction for use and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.